Manufacturer narrative:
H3) additional analysis was performed. It was confirmed that a battery failure was causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced. A new camera from stock was ordered. The camera was received and the rep attended the site to replace it. Rep reported that the localizer was no longer reporting errors. The rep performed system checkout and verified camera accuracy by registering resin head phantom using trace and touch. Navigation pointed well within accuracy error limit. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was informing the user of a "localizer faulted" message. A manufacturer representative (rep) attended the site and confirmed through network device interface (ndi) toolbox that the localizer was reporting: bump detector battery fault, return for service, bump detected. An accuracy assessment was recommended and the storage temperature exceeded. There was no patient involvement.

Manufacturer narrative:
H3) the camera was returned for analysis. Functional testing determined that the camera was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.